Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Health professional reported injecting a patient in the lips with 1 syringe of juvéderm® volift¿ with lidocaine. The patient was pre-treated with dermomax. The patient received a measles vaccine. Fifteen days later, the patient developed "painful nodules" and "edema." The patient was treated with predsim® 20 mg, prednisone 40mg / day, and levofloxacin 750 mg. The injector reported that "early painful nodules may be suggestive of infection but also of foreign body inflammatory reaction, with a possible trigger being attributed to the measles vaccine." The attending physician noted that "corticosteroid weaning, cessation or extension of antibiotic use, drainage of any superficial material or collections, or even hyaluronidase injections (off-label) may be injected to larger persistent nodules." The symptoms are ongoing.